Event description:
Per the clinic, the patient experienced facial nerve stimulations, tinnitus with and without stimulation, no benefit and poor sound sensation with the device. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2024, in order to reposition the electrode. The implanted device remains.